Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture and stent migration occurred. The target lesion was located in the brachiocephalic trunk. A 12 x 40mm x 75cm wallstent-uni¿ endoprosthesis was deployed to treat the lesion. However, the stent broke; 2/3 of the stent migrated into the upper cellar vein and 1/3 remained in the brachiocephalic trunk. No further patient complications were reported.